Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigation indicates foreign material was present within the air/water nozzle, and the right/left knob does not operate smoothly due to being sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. An investigation was conducted regarding the malfunction reported by the customer as well as the additional malfunction identified during the inspection, as outlined below. Conclusion ric was unable to determine the root cause of the event. Consideration/probable cause event 1: defective air/water supply (due to clogging of nozzle, air supply volume does not meet the standard value.) We believe that foreign objects were found in the air/water nozzles, which likely obstructed the air/water pathways, resulting in what appeared to be poor air/water supply. Event 2:defective air/water supply(due to clogging of nozzle, water supply volume does not meet the standard value.) We believe that foreign objects were found in the air/water nozzles, which likely obstructed the air/water pathways, resulting in what appeared to be poor air/water supply. Event 3:defective angulation dial operation(the up/down knob is not operating smoothly due to a snag.) Since no visible damage to the angulation control knob itself could be identified, it is possible that the perceived malfunction in the angulation control knob¿s operation was caused by a problem in a component related to its mechanism. Although this is only a hypothesis, an inspection revealed water invasion in the angle wire and corrosion within the control section; given that these conditions are likely to increase friction, internal water invasion is considered a probable cause. Event 4:defective angulation dial operation(due to a sticky r/l knob, the r/l knob does not operate smoothly.) Since no visible damage to the angulation control knob itself could be identified, it is possible that the perceived malfunction in the angulation control knob¿s operation was caused by a problem in a component related to its mechanism. Although this is only a hypothesis, an inspection revealed water invasion in the angle wire and corrosion within the control section; given that these conditions are likely to increase friction, internal water invasion is considered a probable cause. Event 5:defective angulation dial operation(the r/l knob does not move smoothly due to a catch.) Since no visible damage to the angulation control knob itself could be identified, it is possible that the perceived malfunction in the angulation control knob¿s operation was caused by a problem in a component related to its mechanism. Although this is only a hypothesis, an inspection revealed water invasion in the angle wire and corrosion within the control section; given that these conditions are likely to increase friction, internal water invasion is considered a probable cause. Event 17:nozzle has foreign objects. ·the foreign material could not be identified. ·the root cause of the foreign material remaining in the device could not be conclusively specified. ·the foreign material could not be identified based on the provided information. ·based on the provided information, the cause of the foreign material remaining in the device could not be specified. ¿product analysis¿ refer to ¿product analysis.¿ labeling review event 17: nozzle has foreign objects. Labeling review is not required as this event does not fall under the following categories: ¿ IFU/label ¿ evidence suggests that the user did not follow the iuf/label ¿ if the qir/dr/iise indicated the device passed all testing and there are no component failures ¿DHR review¿ DHR review is not required as this complaint does not fall under the following categories: ¿ a packaging issue ¿ an incorrect labeling issue ¿ a breach of sterile barrier packaging issue ¿ traced to prior repair activities risk review event 17: nozzle has foreign objects. Risk review is not required as a review of the complaint history related to the customer reported event and the device malfunction confirmed that the issue does not constitute a new malfunction or a new hazard. Complaint/CAPA history review CAPA history review event 17: nozzle has foreign objects. As a result of the CAPA history review, the following related CAPA was detected. CAPA-201170 reduction of complaints of "gia0001: foreign matter came out of the air/water nozzle complaint history review event 17: nozzle has foreign objects. A review of the trend over the past month confirmed that the occurrence of the event has not increased. Escalation determination event 17: nozzle has foreign objects. Based on the investigation results, it was detected that the event is a known issue already covered by the risk analysis. Therefore, further escalation is not required. Investigator/email address (B)(6)